Event description:
It was reported that during a procedure at the user facility, the instrument broke at the tip while in the patient¿s bone. The tip was successfully removed during the same procedure with no difficulties. There were no reported adverse consequences, no significant procedure delays and there was no medical intervention required.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility, the instrument broke at the tip while in the patient¿s bone. The tip was successfully removed during the same procedure with no difficulties. There were no reported adverse consequences, no significant procedure delays and there was no medical intervention required.